Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-oct-2023 h6: investigation summary it was reported there was a black speck inside the syringe. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed, and there is an embedded black speck in the syringe plunger rod thumb press 1/64" in size. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 3139714. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported 2 of the 50 ml bd luer-lok¿ syringe sterile, single use had foreign matter present. The following was received by the initial reporter: my team located a black spec inside 2 50ml syringes / plastic therefore were not used. We would like to send these out for investigation of possible.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 of the 50 ml bd luer-lok¿ syringe sterile, single use had foreign matter present. The following was received by the initial reporter: my team located a black spec inside 2 50ml syringes / plastic therefore were not used. We would like to send these out for investigation of possible.